Event description:
It was reported on (B)(6) 2010 that an alarm was heard and confirmed by telemetry. The alarm was due to low reservoir volume reached. An overdose was reported. The pt was refilled on (B)(6) 2010 at 21:30 at night. The pt showed up at ER the next morning with overdose symptoms. Pt was lethargic and in/out responsiveness. The company rep read the logs and they were normal. The nurse said when she refilled, she didn't feel septum. The rep and the nurse tried to access reservoir port but were unable to due to difficulty accessing the septum. They programmed the pump to a minimum rate. Logs showed the low reservoir alarm went off on (B)(6) 2010 and empty reservoir on (B)(6) 2010. The rep did not know if a bolus was programmed. The pump contained an unk baclofen administered at a dose of 120 mcg/day. It was concluded that after the refill the night before, the pt continued to take her own oral medications and effectively overdosed herself. She recovered completely with no complications. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).